Manufacturer narrative:
The insulin pump was received with motor, stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm found in history file due to motor encoder signal out of phase. There was no cosmetic damage found on the case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 102mg/dl. The customer states the pump was exposed to a high magnetic field, during an MRI. The customer sates the pump was in a separate room. The customer states the motor error alarm is reoccurring. The drive support cap appears intact. The customer stated there was a motor position encoder error alarm noted in the history. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.